Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "electrical test failure code # 51" alarm (adjusted motor speed out of specification). The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the motor control board (part number 0671-00-0004) and the connector. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).